Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer failed to close. A field service engineer instructed the customer to perform a hard reboot. The customer stated that the issue was resolved. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es failed to close the drawer. The customer stated that there was delay and the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.